Manufacturer narrative:
Additional information in following fields- b4: date of this report, g3: date received by manufacturer, h6: evaluation codes. Corrected data in following fields - h6: impact code. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends. Section b3: as the day of the event is unknown, the event date is estimated as (B)(6) 2025.

Event description:
It was reported by the patient that she experienced skin irritation while using the cover patches. The skin is cleaned with soap and water. The patient spoke with the nurse practitioner and was advised to use a different tape and told to discontinue using the cover patches. No additional patient consequences/ further information has been reported. The cover patches were not returned for further evaluation.

Event description:
It was reported by the patient that she experienced skin irritation while using the cover patches. The skin is cleaned with soap and water. The patient spoke with the nurse practitioner and was advised to use a different tape and told to discontinue using the cover patches. No further consequences are reported. The cover patches were not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as march of 2025.